Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6) 2012, three year follow up imaging revealed migration of the device of more than 10mm. No endoleak was observed. On (B)(6) 2012, a stent graft of another manufacturer was implanted to extend proximally.